Event description:
On (B)(6)/2009, the patient's husband reported, the adhesive on the patient's insulin infusion headsets are not properly sticking. The husband stated, there is only 1 headset from her current lot number that has had this issue. He stated, the patient inserts her headsets into her abdomen with an insertion device. He stated, the patient uses lotion. The husband had no further information and declined to return the products at issue. He stated, the patient is not currently having any issues. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.